Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. An issue with the battery staying charged was also reported. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.